Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was broken at the distal idlers. The idler pulley spun freely; however, further observation showed that the pulley rim and face exhibited damage as well. The cable segment was sticking out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the wire on the megasuturecut needle driver instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.